Event description:
Additional information was received from the patient. The patient reported that it was unknown what circumstances led to stimulation increasing throughout the night. The patient reported that over the phone, the problem was resolved by resetting the device. The issue was resolved. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that her ¿neurostimulator isn't working.¿ the patient reported that she would have her amplitude set at 2.7 when she goes to sleep and she wakes up and he amplitude is at 3.0. The patient verified that her ins was about 75% charged. The patient¿s husband was walked through connecting the patient programmer (pp) to the ins and setting adaptive stimulation for the patient. While on the call, the patient¿s husband set upright stimulation to 3.0. The patient laid down and her amplitude was set at 2.7 but the patient said that it ¿felt like 3.¿ it was recommended that after the call, the patient lie in bed and her husband adjust the patient¿s laying down stimulation to the correct comfort level. The patient was to call back if new adaptive stimulation settings didn¿t remedy the patient¿s concerns about her amplitude changing at night while she was laying down. No further complications were reported.